Event description:
The customer reported that the unit failed to recognize the battery. This reported failure would impact the delivery of therapy as the unit could fail to power up.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery. This reported failure would impact the delivery of therapy as the unit could fail to power up. The unit was evaluated at philips and the failure was verified. Replacement of the battery pca resolved the reported failure.